Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. H11: this is an addendum to the initial emdr to document the estimated date of event and date of explant, which were not provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #1) on (B)(6) 2016. As reported, the patient underwent surgery in which the ventralight st (device #1) was "replaced with a bard/davol phasix mesh" in (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralight st (device #1). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #1) on (B)(6) 2016. As reported, the patient underwent surgery in which the ventralight st (device #1) was "replaced with a bard/davol phasix mesh" in (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralight st (device #1). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."